Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the erbe was not powering on despite multiple solutions attempted by the site. Troubleshooting included suggesting the use of a third-party compatibility device. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The procedure was completed robotically with external esu. The procedure was not completed with the same esu. Patient demographics were not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the power cable. The system was verified and ready for use.